Event description:
The reporter identified an incident occurred during machine setup in which the arterial connector became dislodged.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4).the investigation is ongoing at this time.a follow-up will be submitted when the investigation results become available.